Event description:
It was reported that foreign material was present on the device. During preparation for a pulse field ablation procedure, a 31mm farawave nav catheter was selected for use and it was noted that a white chalky substance was present on the handle. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Media analysis: three (3) photographs were received to aid in the investigation and were evaluated at a boston scientific (bsc) post market quality assurance laboratory by a bsc quality investigator. Each of the three (3) photographs depict a farawave nav catheter with foreign material on the exterior of the device handle. The reported event of foreign material was confirmed. As the farawave nav catheter was not returned for analysis, the identify of the foreign material could not be established.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that foreign material was present on the device. During preparation for a pulse field ablation procedure, a 31mm farawave catheter was selected for use and it was noted that a white chalky substance was present on the handle. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported.